Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty to insert the wire through the self expanding stent system was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabel lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or the relabeled lot. The investigation determined the difficulty to insert appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Device codes: 1316 not labeled. (B)(4). Correction: device code 2920 labeled - removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the iliac artery the absolute pro stent delivery system (sds) met resistance outside the anatomy with the non-abbott guide wire and could not be advanced. The device was removed without reported issue. A different non-abbott guide wire was placed and another attempt was made to advance the absolute pro sds, but resistance was met, so the sds was removed and was not used in the procedure. The first guide wire and a new absolute pro sds were used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed unknown material present at the luer in the guide wire lumen.